Event description:
The customer indicated that lower than expected thyroid stimulating hormone (tsh) results, above the normal reference range, were generated on an access 2 immunoassay system for two patients on two days. This report represents the lower than expected tsh result generated for one patient on (B)(6) 2012. The suspect tsh result was reported outside of the laboratory and questioned by the physician. The customer indicated that there may have been an affect to patient care due to a delay in treatment; however, to date it is unknown as to whether there was an affect to patient health or treatment management. Beckman coulter inc assessment of customer supplied data indicated that upon repeat on the same instrument, an alternate instrument, and using an alternate methodology, higher tsh results were generated. Collectively the results were outside the precision claims of the assay. The customer provided additional repeat and historical test results for the patient, however, these results were not questioned by the physician, nor did they cross clinical categories and hence were not regarded as erroneous for the purpose of this report. The sample was collected off-site in a serum tube with gel separator. Beckman coulter inc assessment of instrument assay performance data indicated that quality control (qc) results recovered within the customer's established specifications during the timeframe of the event. An instrument system check executed after to the event met instrument specifications. A calibration performed prior to the event generated a calibration curve which was accepted and possessed acceptable percent coefficients of variation.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2012 for this event. The field service engineer (fse) performed a high sensitivity system check which passed within instrument specifications. The exact cause of the event is unknown and could not be determined. Associated mdrs: 2122870-2012-00601 and 2122870-2012-00602.